Manufacturer narrative:
The anesthesia control board was replaced to fix the reported issue.

Event description:
The hospital reported that, during patient use, the unit stopped mechanical ventilation. There was no reported patient injury.

Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is fmi 34082.